Event description:
It was reported that the patient experienced an inadequate stimulation and felt an undesired sensation in the right armpit. X-ray revealed that the lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.